Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the closure device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endograft interventional procedure. Reportedly, the proglide device could not be removed from the patient. A vascular surgeon was brought to the cath lab to perform a cut down and remove the device. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure of 60 minutes. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.